Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer z. After opening the packaging/box of an opcab acrobat-I system not all components were included. Only the access rail platform and the tubing set were included. The acrobat-I stabilizer and the canister were missing in the packaging/box. A new additional packaging was opened, the item could not be used. No patient involvement.

Manufacturer narrative:
Trackwise ID: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000188485 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a